Event description:
It was reported during a laparoscopic appendectomy the ez35b was reloaded and would not fire. A second ez35b was opened and it would not fire. A third ex35b was opened to complete the procedure. There was no consequence to the pt.